Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy, fetal heart rate, pregnancy, headache and itching. Previously administered products included for an unreported indication: mirena. Concurrent conditions included foggy feeling in head, irregular menstrual cycle, palpitations, overweight, vaginal discharge, vaginal itching, vomiting, nausea, hives, numbness of fingers and ovarian cyst. Concomitant products included norethisterone acetate (norethindrone acetate) in (B)(6) 2014 and pantoprazole (pop) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines/headaches"), alopecia ("hair loss"), pain in extremity ("bilateral leg pain") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced skin irritation ("skin irritations"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and tooth disorder ("dental problems"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (2 molar teeth removed. And hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, fatigue and pain in extremity had resolved, the mood swings and amnesia was resolving and the skin irritation, anxiety, depression, bladder disorder, urinary tract disorder, migraine, tooth disorder, allergy to metals, dysmenorrhoea and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pain in extremity, skin irritation, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2014. Current weight (B)(6). In the ostia with 4 trialing coils. The essure device was then placed in this tube without difficulty, 3 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina on (B)(6) 2015: total bilateral occlusion. My coils were placed correctly. Concerning the events injury was reported in this case were described in medical records: abdominal pain, back pain, dysmenorrhea, weight gain, migraine/headache, menorrhagia, leg pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs & mr received- case becomes incident. Event injury was removed. New events mood swing, abnormal bleeding (vaginal, menorrhagia), skin irritations, anxiety, depression, bladder or urinary problems or changes, migraines/headaches, dental problems, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain, hair loss, lower back pain and bilateral leg pain were added. Event onset date were added. Explant date was added. Product indication was updated. Concomitant drugs, medical history and lab data were added. Patient's height, weight, age and race were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included unintended pregnancy, fetal heart rate, pregnancy, headache and itching. Previously administered products included for an unreported indication: mirena. Concurrent conditions included foggy feeling in head, irregular menstrual cycle, palpitations, overweight, vaginal discharge, vaginal itching, vomiting, nausea, hives, numbness of fingers and ovarian cyst. Concomitant products included norethisterone acetate (norethindrone acetate) in (B)(6) 2014 and pantoprazole (pop) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines / headaches"), alopecia ("hair loss"), pain in extremity ("bilateral leg pain") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced skin irritation ("skin irritations"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and headache ("headaches"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (2 molar teeth removed. And hysterectomy(full) with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, mood swings, menorrhagia, migraine, tooth disorder, fatigue, weight increased, alopecia, pain in extremity and headache had resolved, the skin irritation, anxiety, depression, bladder disorder, urinary tract disorder, allergy to metals and dysmenorrhoea outcome was unknown and the amnesia was resolving. The reporter considered allergy to metals, alopecia, amnesia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pain in extremity, skin irritation, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2014. Current weight 174 lbs. In the ostia with 4 trialing coils. The essure device was then placed in this tube without difficulty, 3 trailing coils were seen. Plaintiff received treatment for menorrhagia, fatigue, hair loss, dental problems, hormonal changes,migraines /headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. My coils were placed correctly. Concerning the events injury was reported in this case were described in medical records: abdominal pain, back pain, dysmenorrhea, weight gain, migraine/ headache, menorrhagia, leg pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Updated outcome of event hair loss, dental problems, migraines / headaches, weight gain from unknown to recovered / resolved, mood swings from recovering / resolving to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.